Event description:
The customer reported that their central nurse's station (cns) is displaying EKG readings that their physicians do not agree with.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying EKG readings that their physicians did not agree with. Attempts to obtain additional information were made, but not provided. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps to identify the cause of the reported issue. An email reply from the customer stated "no we haven't been able to resolve our issues. The incorrect readings of the ekgs continue to happen. We have resolved the blood pressures stopping cycling and the settings transferring from unit to unit, so we have fixed the configuration problems, however the EKG problem is a sensitivity problem and so we still have that." EKG, cycle stopping, settings transferring from unit to unit, and EKG sensitivity are mentioned in the interactions, but no notes of troubleshooting actions are captured. With the information available a root cause cannot be determined. The most common cause for display issues are usually associated with user education or facility network issues. A review of the serial number history shows no recurrence of the reported issue. Additional information: b4 date of this report. D8 was this device serviced by a third party? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying EKG readings that their physicians do not agree with. No patient harm or injury was reported. Attempts to obtain the following information were made, but not provided. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the customer reported multiple bedside monitor's (bsm's) as the ones that experienced failure. Attempts to obtain the following information were made, but not provided: bsm - model: ni, s/n's: (B)(4). Approximate age of the device: no device model's were provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni. The following fields contain no information (ni), as attempts to obtain information were made but not provided: brand name, model name, catalog name, serial number, unique identifier (UDI) number, approximate age of the device. Device model was not provided, so the age of the device is unknown. PMA/510(k) number, device manufacturer date.

Event description:
The customer reported that their central nurse's station (cns) is displaying EKG readings that their physicians do not agree with.